Event description:
Ous MDR - the patient was called in for a hospital visit due to home monitoring data notifications regarding the left ventricular lead. After an x-ray and device interrogation, a dislodgement of the left ventricular lead was noted, so lead function was deactivated. A revision will be planned. Update : the patient was hospitalized from (B)(6) 2013 for a lead revision.

Manufacturer narrative:
The lead was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular product. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the lead was not returned for analysis. The review of the quality documents confirmed a regular lead manufacturing.